Event description:
It was reported that the device had early depletion, 3.5 years longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data was collected from the device and analyzed. The analysis revealed that battery depletion was indicated/eri (elective replacement indicator). The time of rrt (recommended replacement time) on the save to disk on (B)(6) 2012 showed the device rrt less than or equal to 2.6251 volt. The weekly battery voltage trend data shows battery equaling 2.631 to 2.625 volts between (B)(6) 2012 and (B)(6) 2012. And there was one patient alert for low battery voltage on (B)(6) 2012 02:15:00. The device was also returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.